Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a left anterior descending coronary artery that is 90% stenosed. The tip of the 3.00x23mm xience skypoint drug-eluting stent (des) got stuck on a non-abbott guide wire and could not advance to the lesion. The xience skypoint (des) was then removed together with the guide wire. A 3.0x22mm non-abbott des was used with a new non-abbott guide wire successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.